Event description:
It was reported that during a prostate procedure, the fiber stopped working @ 27:05 minutes, 151,324 joules of use. Gland volume 100 ml. The fiber was exchanged and the case was completed with a second fiber. There was no report of damages to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. F10: device code 3191 (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.